Event description:
A 4.5 mm lcp proximal femur plate broke post-operatively and was removed.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this lot number has been requested.